Event description:
It was reported that the 9800 system had a touch screen error and the system was slow to boot. No patient injury.

Manufacturer narrative:
The service rep cleaned the touch screen monitor bezel, erased nodes, and reloaded the rus data files. He also reseated the pcb's, cables, and connectors. The system operates as intended.